Event description:
At approx. 6:22 pm on 7/1/1998, the on-call biomed was paged by the ICU dept. That the pt had expired and they did not receive an alarm to warn of the incident. Biomed investigation report: 1st recorded 'alarm' rhythm alerted the monitor tech, then the monitor tech alerted the attending nurses. On 7/1/1998 & 7/2/1998 bedside monitor extensive testing by biomed techs could not duplicate alarm failure. Equipment inspected and tested by hewlett-packard service rep on 7/7/1998 - no problems found.